Event description:
Available information at lime of reporting reasonably suggests that there are four (4) potential patients directly impacted by one suspected medical device. Pts underwent procedures involving the same individual suspected medical device (B)(6) 2024. Below is narrative for pt #3 (pt corresponding to this form's section a). Patient was admitted to hospital on (B)(6) 2024 for choledocholithias and symptoms consistent with a uti. Patient had a recent uti with klebsiella pneumoniae in (B)(6) 2024. Patient's urine culture on (B)(6) 2024 was positive for enterobacter cloacae complex. Patient underwent ercp procedure with suspected medical device for stone removal on (B)(6) 2024. Patient also underwent a laparoscopic cholecystectomy on (B)(6) 2024 and was discharged home on (B)(6) 2024. Patient presented to urgent care on (B)(6) 2024 with uti symptoms and patient's urine cultured cp-cre. On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On 8/21/2024, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. As of time of this report, it is unknown when tear appeared on scope, what caused it, and whether it was present for ercp procedures involving affected patients.